Manufacturer narrative:
Section e street 1 and postal code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. The reason for call was to report that two weeks ago had an MRI and since then has been experiencing shooting pain in their body every 3-5 minutes. When asked, patient said didn't experience any pain during the MRI. Patient said that they came from out of town to receive medical care in (B)(6) and patient didn't bring their external handheld devices with so prior to having MRI at (B)(6) hospital, they contacted mdt and someone from there came and turned implant off so that patient could have an MRI. Patient said they didn't know if they turned stimulator back on. Patient said they didn't know if the pain was due to the device however would like to have the implant checked as soon as possible. Patient said they were in so much pain and the stimulator needed to come out. Patient said that the pain is shooting all up their leg and down their back. Patient said they were in so much pain, they might need to go to emergency department. Patient thinks this may be coming from the device. When asked, patient said that they will receive their external equipment however not until friday. Patient would like to rule out if it is the stimulator that might be contributing to this additional pain. Patient said that the hospital might have the programmer to check patient's device. Reviewed role of rep and patient was redirected to seek medical attention based on how patient feels. Patient to inform healthcare providers that has this implant but also explain that patient doesn't have their equipment and would like them to request that a local representative come to check patient's device. Patient said will also contact managing physician in (B)(6) to request to have the system removed. Patient was redirected to discuss their situation with their managing physician. The patient was redirected to their healthcare provider to further address the issue.